Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply), intelligent shutdown pcb (isd) and associated cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality, a collimator close down and an un-commanded shut down. System functionality was unable to be recovered. There is no report of a patient injury or death associated with this event.